Event description:
Information received from the field notes that the patient was seen in the health clinic for other health problems. It was noted that his heart rate was erratic. The device was oversensing in all programmed sensitivities. The device was exposed to therapeutic radiation two years prior and had not been checked since.